Event description:
At an implant procedure on (B)(6) 2011, an adaptor was used when connecting this lv lead. Had high impedance greater than 2000 ohms. Removed the adaptor and connected a new adaptor to the device and the lv lead. Impedance was within ranqe. No adverse effects. Lead remains in service. The physician was this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).